Event description:
Customer had ear pierced with the inverness ear piercing system at a retail store on 10/11/1997. On 12/3/1997, he sought medical treatment for a cyst at the ear piercing site and was prescribed antibiotics.